Event description:
A physician reported that cutter produced an abnormal noise and failed to cut during surgery. The procedure type was unknown. The surgery was completed after replacing the system and combined pack. There was no patient impact. This report pertains to probe involved in this reported event.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.